Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The user opened the package and found the basket was broken- prior to patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The support sheath and the basket sheath were found to be detached. There was 1 cm of coil exposed on the proximal end. A kink was noted in the basket sheath 3 cm from the distal tip; adhesive was noted on the basket sheath were the support sheath should be. A functional test noted the handle does not actuate. The device history record was reviewed and noted one non-conformance for bent/kinked. The item was scrapped. A review of complaint history revealed this is the only complaint that has been received associated with lot number 7401779. As provided in the instructions for use (IFU) precautions: do not use excessive force to manipulate this device. Damage to the device may occur. It was reported that the basket of the device had several broken wires during use. Visual observation found that the sheath of the device was separated, preventing the basket from opening. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The support sheath and the basket sheath were found to be detached. There was 1 cm of coil exposed on the proximal end. A kink was noted in the basket sheath 3 cm from the distal tip; adhesive was noted on the basket sheath were the support sheath should be. A functional test noted the handle does not actuate. The device history record was reviewed and noted one non-conformance for bent/kinked. The item was scrapped. A review of complaint history revealed this is the only complaint that has been received associated with lot number 7401779. As provided in the instructions for use (IFU) precautions: do not use excessive force to manipulate this device. Damage to the device may occur. It was reported that the basket of the device had several broken wires during use. Visual observation found that the sheath of the device was separated, preventing the basket from opening. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.